Event description:
The customer's spouse reported via phone call that they were unable to enter the 14 units of insulin needed for treatment. The spouse reported the insulin pump was stating maximum bolus exceeded. It was found the customer's blood glucose was around 400 mg/dl. The customer was treated with 12 units of insulin by injection. The spouse declined to change the max bolus amount. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.